Manufacturer narrative:
One device was returned for repair with complaint of check clutch/plunger lever alarm. Service history review found no repair order found within past 12 months. Visual/functional tests were performed. Performed occlusion testing and duplicated reported problem. Probable cause was the clutches were worn out. Replaced clutches and device passed occlusion testing. Device passed all testing after repair.

Event description:
It was reported that the device exhibited a check clutch/plunger lever alarm. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.